Event description:
While trying to remove the spreader block from the inter-discal space, the assisting surgeon pushed the block pass the anterior longitudinal ligament into the retroperitional space. They attempted to remove the block but could not. The pt had to be flipped and the block taken out using an anterior approach. As surgical intervention occurred an MDR is being filed to document this event.